Manufacturer narrative:
Additional narrative: a product development investigation was performed on the subject device (universal chuck with t-handle, part # 393.10). The returned 393.10 instrument was examined and the complaint condition was able to be confirmed as device was received at customer quality in two (2) pieces. The t-handle shaft sheared in half at the location just proximal to the release collar. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The universal chuck t-handle (393.10) is extremely versatile, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. A review of the device history records was unable to be performed since the lot number was unknown (not etched on the device). Drawings were reviewed during this evaluation. Revision c and current revision d has a specification for lot# to be etched on the device. Since no lot# is etched on the returned device, previous revisions a& b were reviewed and do not have a specification for lot # to be etched on the device. Therefore, it is determined that the returned device is at least 4 years old and most likely made to rev a or rev b. No product design issues or discrepancies were observed. It is most likely due to excessive forces leading to breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the hip that took place on (B)(6) 2016 a t-handle broke into two (2) pieces. While hitting the guide wire in the t-handle with a mallet, the t-handle broke. Also during the same procedure the cable wire was being put on the femur and part of the cable became caught on the tensioner. There is a piece of cable and wire stuck in the tensioner due to the surgeon cutting the cable and attempting to get it out using a wire, the wire got jammed in the tensioner as well. There was no reported delay in surgery or patient harm. Concomitant devices reported: guide wire (part unknown, lot unknown, quantity 1); cable wire (part unknown, lot unknown, quantity 1). This is report 1 of 2 for (B)(4).